Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: one curved opening, yellow particles material was found on the shell and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identify: two openings crease sharp and wear abrasion. Based on the device analysis the final assessment is: two openings crease sharp assessed as fold flaw opening. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and lymphadenopathy. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture, a "mass of organized hematoma," "pain of the left lateral breast," "because of the recall, the patient was very anxious about removing her implant," and "left axillary and left supraclavicular lymph nodes." Device has been explanted.